Manufacturer narrative:
Needle did not fully retract after blood draw. The reported complaint event was reviewed and did not involve a death or serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Needle did not fully retract after blood draw.

Manufacturer narrative:
Updated section h6 relating to investigation findings/conclusions.